Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips broke when the instrument was fired. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
11/12/1997-supplemental report #1 submitted to FDA.